Event description:
Baxter reported one incident of a blood leak with the psn 140 dialyzer occurring at the start of treatment. No pt injury or medical intervention was reported per complaint coordinator. No further info is available at this time.